Manufacturer narrative:
Investigation summary: one strip of top web from batch #1139988, a loose 3ml syringe (p/n 303401), and a vial access cannula were received. The samples were visually evaluated. There were no visible defects on the 3ml syringe. The vial access cannula was observed to have been snapped where the shaft meets the body of the component. It was unclear if the component was damaged prior to usage by the customer leading to the break, or if customer misuse contributed to the cannula snapping. The defect could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary.

Event description:
It was reported that the 3ml bd ll syringe experienced a needle that broke. The following information was provided by the initial reporter: the syringe went completely perpendicular.